Manufacturer narrative:
Concomitant product(s): 250ml baxter bag ndc 0338-0049-02, lot number y273193, exp dec 19, 0.9% sodium chloride. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they were attempting to associate a levophed 16 mg/250 ml infusion with an alaris device and received a communication error #9007 message. The infusion had not yet been started because of the error, however the medication still infused. It was stated "bag not as full as should be for just attempting to start medication." The customer reported they use pump integration (presumed to mean interoperability). The patient had an elevated blood pressure, elevated heart rate, and some hypoxia which the rn suspected was caused by the bolus of medication. The patient's condition resolved to baseline vitals at approximately 1010, which was within 20 minutes of the first abnormal vital sign at 0954. A new data set had been released at the facility (B)(6) 2018, the day before the event.

Manufacturer narrative:
It was determined that the device (8100) is not the suspect. The disposable set is the suspect and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2018-01846 for MDR reporting.

Event description:
The customer reported they were attempting to associate a levophed 16 mg/250 ml infusion with an alaris device and received a communication error #9007 message. The infusion had not yet been started because of the error, however the medication still infused. It was stated "bag not as full as should be for just attempting to start medication." The customer reported they use pump integration (presumed to mean interoperability). The patient had an elevated blood pressure, elevated heart rate, and some hypoxia which the rn suspected was caused by the bolus of medication. The patient's condition resolved to baseline vitals at approximately 1010, which was within 20 minutes of the first abnormal vital sign at 0954. A new data set had been released at the facility september 4, 2018, the day before the event.

Manufacturer narrative:
Correction: disregard follow up 1. The device (8100) from this initial report is the suspect. The customer¿s report of a communication error #9007 message, and that medication had infused even though the infusion had not been started could not be confirmed or duplicated. The associated pcu event log recorded that the system was powered on at 9:51am on (B)(6) 2018. New patient was selected and the profile adult was selected. The pump module alarmed for safety clamp open at 9:51am on (B)(6) 2018. The alarm duration was recorded as 1 second. The module was recorded as removed from the system at 10:16am. The volume infused soft key on the pcu was selected, followed by selection of the main screen soft key at 10:19am. A concomitant pump module was removed from the system at 10:54am. No further infusions were logged as programmed or performed, and the system was powered off at 6:24am on (B)(6) 2018. Inspection and testing of the pcu, suspect module, and event IV set showed no malfunctions; the system was infusing within specifications. There was no unexpected unregulated flow when the door was closed on the disposable set while the pump module was in an idle state. The root cause for the report of the medication infusing even though the infusion was not started could not be identified. The reported communication error #9007 message could not be confirmed in the device logs. It is believed that the communication error is associated with not having allowed the infusion system to fully authenticate itself after it was powered on before attempting to send the automated programming request (apr); the error is associated with the pcu not being connected to the wireless. The error is a message seen on the computer screen used to generate the apr and is not seen on the pcu screen.

Event description:
The customer reported they were attempting to associate a levophed 16 mg/250 ml infusion with an alaris device and received a communication error #9007 message. The infusion had not yet been started because of the error, however the medication still infused. It was stated "bag not as full as should be for just attempting to start medication." The customer reported they use pump integration (presumed to mean interoperability). The patient had an elevated blood pressure, elevated heart rate, and some hypoxia which the rn suspected was caused by the bolus of medication. The patient's condition resolved to baseline vitals at approximately 1010, which was within 20 minutes of the first abnormal vital sign at 0954. A new data set had been released at the facility (B)(6) 2018, the day before the event.